Event description:
Nurse had trouble loading freedom pump for subcutaneous infusion. Patient received entire infusion in about 10 minutes when it should have been given over 90 minutes. Infusion site was tender to the touch next morning, but other than that okay. FDA safety report ID (B)(4).